Event description:
It was reported that the surgeon accidentally grabbed the screwdriver instead of the solid 3.5mm hex head to remove a screw and the collet tip broke off into the screw. The broken pieces were removed successfully and there was no consequences to the patient. The surgery was not delayed because the sales rep had the surgical tech hand him the correct driver. The procedure was completed successfully.

Manufacturer narrative:
Method: no methods performed. Results: the catalog # and the lot # of the device is unknown. Conclusion: no further investigation for this event is possible at this time due insufficient information received. It is unknown if the product involved in the revision surgery was stryker product.

Event description:
It was reported that the surgeon accidentally grabbed the screwdriver instead of the solid 3.5mm hex head to remove a screw and the collet tip broke off into the screw. The broken pieces were removed successfully and there was no consequences to the patient. The surgery was not delayed because the sales rep had the surgical tech hand him the correct driver. The procedure was completed successfully.